Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6) and the reported events could not conclusively be determined through this evaluation. Additionally, a specific cause for the patient¿s infection could not conclusively be determined. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate 3 lvas IFU lists localized, driveline, pump pocket or pseudo pocket infection, bleeding, and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU and the hm3 lvas patient handbook both outline care instructions for preventing infection as well as provide information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted for a general surgery revision to a previous rectal surgery. On (B)(6) 2019 the patient was admitted for a scheduled pelvic drain placement and placement of rectal malecot. The ir abscess tube or procedure was done on (B)(6) 2019. On (B)(6) 2019 the patient was 38 degrees celsius with an increase in white blood cell count from 16.5 on (B)(6) 2019 to 32.5 on (B)(6) 2019 and was admitted to the cardiovascular intensive care unit for further evaluation of possible sepsis. Cultures were sent and medications given on (B)(6) 2019 included linezolid, micafungin, zosyn, and vancomycin. The patient¿s inr was also 3.4. On (B)(6) 2019 the patient was also given 2 units of packed red blood cells due to low hemoglobin of 6.5 g/dl and it increased to 8.2 g/dl on (B)(6) 2019. On (B)(6) 2019 the patient was no longer febrile and their white blood cell count decreased to 11.3. On (B)(6) 2019 and ir guided pelvic drain placement and computerized tomography right lower quadrant drain placement was done. On (B)(6) 2019 the patient was given another 2 units of packed red blood cells to increase their hemoglobin. On (B)(6) 2019 the patient¿s hemoglobin was 7.1 g/dl and was given another 2 units of packed red blood cells to increase their hemoglobin to 10.5 g/dl. On (B)(6) 2019 the patient¿s hemoglobin declined to 7.2 g/dl and was given another 2 units of packed red blood cells to increase it to 8.4 g/dl. Drain cultures taken from the ir procedure were positive for e.coli on (B)(6) 2019 the patient went also into a ventricular fibrillation and was converted to sinus rhythm after an amiodarone bolus (150mg IV). On (B)(6) 2019 the patient was given 600mg three times a day then on (B)(6) 2019 it was changed to 400mg twice a day. On (B)(6) 2019 the IV micafugin, linezold and zosyn were discontinued and infectious disease started the patient on oral augmentin 875 mg twice a day for 4 additional weeks. No further information was provided.